Event description:
The patient showed signs of hypertension and was sweating. An increase in threshold was noted and this lead was found to be dislodged. The patient was hospitalized and there are plans to implant an epicardial lead.

Manufacturer narrative:
The medical device is not available for analysis, therefore the device itself could not be investigated.